Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: examination of the returned device confirms the reported event. Product problem has not been identified. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
These two damaged items were reported by peel health campus, under the cssd manager. Not linked to an operative case. The fb impactor is reported to have a crack in black plastic. The patella resection guide is reported as "one of the teeth, no longer has a sharp point". Please investigate the condition of this item when received.